Event description:
Originally reported to (B)(4), protime microcoagulation system inr 2.8. Patient self-tester had bruising on arms and legs. Unspecified lab system inr 9.8. Patient therapeutic range 2.3 - 3.5. Coumadin dosage held for 2 days. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Manufacturer evaluation / investigation pending product return.